Event description:
New information notes the device was replaced successfully. There were no patient consequences.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information confirming the patient details and device model and serial number is pending.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, the device was explanted prophylactically.

Manufacturer narrative:
The device was at or below elective replacement indicator (eri) upon receipt. Analysis of production records completed. No device problem found.